Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: d10: the date device returned to manufacturer has been updated to reflect the correct information. Investigation summary ==> the complaint device was received at the suppler facility and evaluated. It was reported that the device was cloudy. Per evaluation findings, this complaint can be confirmed. It was found during evaluation that the image on the camera was blurred. There were lots of deposits on the cover glass of the distal end. The distal end had scratches and showed discoloration. The soldering seam was eroded and the glass fibers were damaged. The deposits were removed and the issues were resolved with spare parts. After repair, the device was found to be working according to the specifications. As per the analysis of the supplier, the image on the camera was blurred due the deposits observed on the distal cover glass. These deposits were caused by the insufficient cleaning of the endoscope by the customer after usage. The eroded soldering seam at the distal end can be caused by a wrong/too strong reprocessing method used by the customer such as aggressive disinfectant usage. A manufacturing record evaluation was performed for the finished device serial number (1381652), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: a manufacturing record evaluation was performed for the finished device [1381652] number, and no non-conformances were identified. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by mitek express care via email that during return inspection of the hd arthroscope 4.0mm x 30 deg x 167mm, it was found to be cloudy. There was no patient involvement. The device will be returning for evaluation.